Event description:
On (B)(6) 2013 the customer reported that this lead was explanted (discarded) due to muscle stimulation. There were no other adverse pt events reported. The lead was actively implanted for approximately 1 year, 10 months.

Manufacturer narrative:
The lead was explanted (discarded), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Muscle stimulation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.